Event description:
It was reported that customer saw large black spot on pump screen that made arrows on screen hard to see. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, so no troubleshooting was completed and no additional information was obtained regarding outcome of event.